Event description:
Daughter of customer reported via phone call that customer was experiencing high blood glucose level. The blood glucose level of customer was 400 mg/dl. Customer was not able to give bolus. Customer was assisted to bolus wizard and finally able to get blood glucose, number to bolus also. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.